Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that, prior to jet alignment, the aquabeam robotic system generated an "e22 - motorpack error." Multiple troubleshooting attempts were made without success. As a result, the aquablation procedure was aborted and converted to transurethral resection of the prostate (turp) surgery. It was also reported that the patient had a small prostate, and the treating surgeon believed that the symptoms were attributable to constriction rather than bph. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Three (3) good faith attempts were made to retrieve the device; however, the aquabeam handpiece was not returned for investigation. The issue is being addressed through procept's quality system. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 23c00494 was conducted, which confirmed that there was one (1) non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The affected units within the lot were reworked to address the nonconformance. Upon re-inspection, the lot met all required specifications and was then deemed acceptable to be released for distribution per device specifications. The aquabeam robotic system user manual, um0101 rev. F, states the following: table 5: system detected errors and faults. E22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. The root cause of the reported event could not be established as the handpiece was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.